Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel, adjust belt, and check pad message) was isolated to the electrode belt cable¿s lead-1 wire being broken. The root cause for broken wire was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt, adjust belt, and check pad messages.